Manufacturer narrative:
Aso received returned samples of the same lot number and performed testing for adhesion properties. In addition, aso reviewed records of biocompatibility tests.

Event description:
Consumer reported that the adhesive on the device pulled some of her skin on the nose off.